Event description:
According to the reporter: the bottom expanding flange on the pediport separated from the main trocar when the surgeon twisted the locking mechanism. The part of the trocar that broke off was removed from the pelvis and the operation was completed. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).